Event description:
It was reported by the patient that immediately following a total pelvic floor repair procedure in 2007, while still in the hospital, the patient had no control over her bladder. The patient continues to have urgency. The patient was diagnosed with a bladder infection with retention in 2008, and was given cipro. The patient experienced vaginal bleeding at this time similar to a period. The patient's last menstruation was in 2002. The patient had a follow-up appointment in 2008.

Manufacturer narrative:
Date sent to the FDA: 02/22/2008. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.